Event description:
It was reported to boston scientific corp that an ultraflex covered esophageal stent was used to treat a mid-esophageal lesion in 2008. According to the complaint, resistance was felt after "3mm of the sent was released and the remainder of the stent failed to release. The suture pulled back and the delivery system became bow like." The device was removed and the physician successfully completed the procedure with a second ultraflex covered esophageal stent device. At the conclusion of the procedure, the pt's condition was reported as "good."

Manufacturer narrative:
The suspect device has been received but an eval has not been completed. Therefore, a failure analysis is not available, and it is not possible to determined the relationship between this device and the cause of this event. The feb. 2008 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.